Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the electrosurgical unit (iesu) [erbe] to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the erbe involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "erbe error message." Fa installed the unit on an in-house system, ran in normal mode, and verified the reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an integrated electrosurgical unit (iesu) [erbe] error message was displayed. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) from outside the operating room (or) to report that the staff encountered an erbe error message and were not able to use the monopolar energy. Prior to contacting the tse, the customer stated that they swapped out the vision side cart (vsc), and monopolar energy was present. The tse viewed system event logs and found error 25913 (c-34) indicating the voltage was too low. The procedure was converted to another da vinci. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no report of patient harm, injury, or adverse outcome.